Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was in overdischarge due to patient non-compliance. The patient did not charge. No diagnostics or troubleshooting was performed. A physician mode recharge (pmr) was completed on (B)(6) 2016 and the issue was resolved. No surgical intervention occurred and none was planned. It was also noted that the patient had been in overdischarge for 1-2 years and the patient needed to do the pmr at home because of various circumstances. The patient later reported that she had to charge every day because the implantable neurostimulator (ins) got very low and had to restart.